Manufacturer narrative:
Exposed sharp edges on the broken siderail assembly.

Event description:
It was reported by service report that the patient right siderail was fractured with sharp edges exposed. No patient involvement or adverse consequences are reported.